Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber used was presenting a fiber connection problem, then, a gold prong was found inside the laser port that looks to have fallen out of the fiber connector. The fiber was replaced to continue with the procedure. However, the second fiber was observed to be forward firing out of the fiber tip after 40,000 joules. As a result, the procedure was completed using another device. There were no patient complications. This complaint is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the returned fiber identified a glue failure observed with the glass tip protruding from the metal barrel and a distal circumferential fracture. The fiber was functionally tested with the forward firing test fixture. The testing conducted identified the rate of forward firing is below the threshold for potential patient harm. Based on device analysis results, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. It is probable that the interaction between the user and device caused or contributed to the observed circumferential fracture. According to the IFU, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The reported forward firing allegation was not identified. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the alleged forward firing.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber used was presenting a fiber connection problem, then, a gold prong was found inside the laser port that looks to have fallen out of the fiber connector. The fiber was replaced to continue with the procedure. However, the second fiber was observed to be forward firing out of the fiber tip after 40,000 joules. As a result, the procedure was completed using another device. There were no patient complications. This complaint is for the second fiber.